Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Costumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90mg/dl- 120mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that the meter is reading 30mg/dl higher than his true result meter used for 2 years. Customer informed that the true result meter have been discontinued. Customer have been using the true metrix meter for about a month now and the meter is giving higher results. Customer states that run a blood test on the true result meter and get 100mg/dl and on the true metrix gets 130mg/dl. Customer test in fasting once a day.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 mg/dl- 120 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that the meter is reading 30 mg/dl higher than his true result meter used for 2 years. Customer informed that the true result meter have been discontinued. Customer have been using the true metrix meter for about a month now and the meter is giving higher results. Customer states that run a blood test on the true result meter and get 100 mg/dl and on the true metrix gets 130 mg/dl. Customer test in fasting once a day.